Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The calcified lesion was located in the circumflex artery. The veriflex (mr) us 24mm 3.50 stent was advanced over the lesion. The stent was deployed, however when the stent delivery system was removed it was noticed that the stent was still on the delivery system but "folded back on itself". Another 3.5x28mm veriflex stent was advanced and deployed covering the lesion. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the stent found that the distal edge of the stent was positioned in the center of the balloon and the proximal edge of the stent was positioned 6mm proximal to the proximal edge of the proximal markerband. It was found that the proximal and distal edges of the stent were damaged with their stent struts were raised and misaligned. Further examinations of the device found that the balloon had been inflated and was not refolded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The calcified lesion was located in the circumflex artery. The veriflex (mr) us 24mm 3.50 stent was advanced over the lesion. The stent was deployed, however when the stent delivery system was removed it was noticed that the stent was still on the delivery system but "folded back on itself". Another 3.5x28mm veriflex stent was advanced and deployed covering the lesion. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4).